Event description:
It was reported that the last time the device went off the patient¿s tremor returned. On the date of the report the patient did not have any tremor. Additional information received reported that the event was attributed to battery depletion. The patient had increase in left upper extremity tremor/movement. The device was replaced and the new device worked properly. The patient symptoms decreased. The patient outcome was noted as no injury and recovered without sequelae.

Manufacturer narrative:
Product ID 7438 serial# (B)(4), product type programmer, patient product ID 3387s-40 lot# v065399, implanted: 2007 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3387s-40, lot# v065399, implanted: 2007 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type implantable neurostimulator product ID 748295, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).